Manufacturer narrative:
Inratio precision data provided by end-user: 1st inr: 4.8, 2nd inr: 4.3, 3rd inr: 4.6, mean: 4.57, sd: 0.25, %cv: 5.51. A 2.5 inr was excluded from comparison test since it was performed (B)(6) prior to the other test results. There is a high possibility that the discrepancies are due to changes in the status of the patient. Three hours is considered a reasonable length of time between two readings in order for a comparison to be valid. Analysis of customer's data revealed that repeated inratio test result comparison did meet precision criteria. Customer's results are not considered discrepant within the context of the documented variability for inr testing. No product is expected to be returned. No further investigation is required. (B)(4). Action threshold was reached. Since release of strip lot, eight in-house therapeutic sample tests and three in-house non-therapeutic sample tests were performed on retained and returned strips. Customer's observation has not been reproduced in in-house tests. Test records indicated that all strip test results met product performance when compared to the results from in vivo tests. This issue will be subject to tracking and trending. (B)(4). No corrective action required at this time as no product deficiency was established. Add'l lot #: 241836.

Event description:
Caller alleged imprecision with inratio meter. Results are as follows: date: (B)(6) 2011, inratio: 2.5. Date: (B)(6) 2011, inratio: 4.8 (strip lot #243934), 4.3 (strip lot #241836), 4.6 (strip lot #241836). Patient's therapeutic range: 2.5-3.5 inr.